Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set completely came off the body. There was a part on the set that disconnected by itself. The patient was able to connect it back. It was not broken but the quick release had come off the set. The site location was patient's left leg and the pump was lying on the bed while the patient was asleep. The infusion had been in use for one day and the infusions were stored at room temperature. The patient was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.